Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
(B)(4). The surgeon placed an order for a rebushing (replacement of the plastic components) of the patient's custom distal femur device which was implanted 20 years ago. The case has not yet been scheduled/confirmed.

Manufacturer narrative:
The device is in-situ over 20 years and the rebushing procedure has not been scheduled. Based on the information provided a definitive root cause could not be determined. Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However rebushing is an anticipated event over the lifetime of an orthopaedic implant, performed at the discretion of the surgeon. It consists of the replacement of poly components which are susceptible to wear such as bearings and bushings, in addition to the axle and related retaining mechanisms. A review of the device history manufacturing records confirms that no non-conforming product was released. This complaint is being closed and is being tracked and trended. Corrected data brand name is corrected from "distal femur" to "custom distal femoral replacement implant". Expiry date is corrected from 09/30/1996 to 09/25/1996.

Event description:
The surgeon placed an order for a rebushing (replacement of the plastic components) of the patient's custom distal femur device which was implanted 20 years ago. The case has not yet been scheduled/confirmed. This is a supplemental report to 3004105610-2016-00063 ((B)(4)).